Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 500 mg/dl. Boluses via the pump and one bolus via insulin injection were used to address bg. The customer alleged elevated bg was due to the pump; however declined tandem technical support's offer to troubleshoot.